Event description:
Air contamination was observed from the pa to the rv during insertion of a selectra3d 6539 catheter for placement of a lead into the rv. The air was aspirated with a swan-ganz catheter and contrast catheter. The septal implantation was given up and a lead was placed in the apex of the heart with a regular 6fr sheath. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Upon receipt, the device under complaint was subjected to an extensive analysis. During the visual analysis the component of the valve connected to the selectra was found compressed, which most likely from the implantation procedure due to mechanical stress. The mentioned clinical observation probably resulted due to the compressed valve. During the mechanical analysis, the component of the valve was decompressed, returning to its original position. The measurement of the leak proofness of the selectra with the valve was conducted. For this purpose, fluid had been injected through the side entrance of the device during the test. The valve and the sheath itself did not show any leakage. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions including valve to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.